Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: prospective randomized controlled trial comparing partially absorbable lightweight mesh and multifilament polyester anatomical mesh in laparoscopic inguinal hernia repair. The authors conducted a single-center, prospective randomized controlled trial comparing a partially absorbable lightweight mesh (ultrapro mesh) and a multifilament polyester anatomical mesh (parietex) in laparoscopic total extraperitoneal inguinal hernia repair. From october 2009 to august 2011, a total of 77 patients who underwent laparoscopic total extraperitoneal approach (tep) were recruited for this study. Of which, 39 patients were randomized into the ultrapro group, and 38 patients were allocated to the parietex group. Their ages ranged from 27 years old to 81 years old. The male-to-female ratio was 55 to 3. During the surgical procedure, the assigned mesh was then placed in the preperitoneal plane. No device or agent was used to anchor the mesh. In the ultrapro group, reported complications included seroma (n-2) and hernia recurrence (n-2) at 9 and 12 months, respectively. It was concluded that ultrapro mesh required less manipulating time than the anatomical mesh (parietex) during tep, but the difference was small. Lightweight and heavyweight mesh have similar outcomes with regard to discomfort sensation and foreign body sensation in long-term follow-up.

Manufacturer narrative:
Additional information was requested and the following was received: -does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? -according to the doctor, the urinary retention was not related to the mesh. It was just a hypothesis that the recurrence may be due to mesh migration during desufflation, and there was no significant difference in the results. -does the surgeon believe there is any deficiency in the mesh? -according to the doctor, the sample size was too small to draw any conclusion on the current result.